Event description:
Covidien received information from a hospital in (B)(6) that "the patient's carbon dioxide increased to about 130 level." Patient was reported to be on the 840 ventilator for four days from (B)(6), 2011. According to the reporter, patient expired and the hospital is not willing to disclose the cause of death. The patient was diagnosed with pneumonia, heart problem and an invitro-fertilization baby. There is no allegation of a ventilator malfunction or that the ventilator contributed to the patient's death. Customer reported the 840 ventilator did not contribute to patient's demise.

Manufacturer narrative:
This issue is still under investigation. A follow up report will be submitted when new information becomes available.